Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead resulting in pacing inhibition. The lead was found to be damaged during procedure. The lead was explanted on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead resulting in pacing inhibition. Patient symptoms of arrythmia and dizziness were noted. The lead was found to be damaged during procedure. The lead was explanted on (B)(6) 2025. The patient was stable throughout.